Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was unable to deliver medication during use. The following information was provided by the initial reporter: client reported that she uses the drug victoza and even made a complaint at the pen manufacturer's laboratory but found that the problem is with the needles of bd ultra-fine penta point easy flow 4mm. She reported that the medication does not come out, the part of the needle that fits the pen is very short and cannot pierce the ampoule. She said she is outraged about how a big company and so expensive needle does not have quality control. She also informed that this event occurred with several needles from that lot and decided to complain. There are sample for collection, there will be replacement.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was unable to deliver medication during use. The following information was provided by the initial reporter: client reported that she uses the drug victoza and even made a complaint at the pen manufacturer's laboratory but found that the problem is with the needles of bd ultra-fine penta point easy flow 4mm. She reported that the medication does not come out, the part of the needle that fits the pen is very short and cannot pierce the ampoule. She said she is outraged about how a big company and so expensive needle does not have quality control. She also informed that this event occurred with several needles from that lot and decided to complain. There are sample for collection, there will be replacement.

Manufacturer narrative:
H.6 investigation summary: samples were received, and an investigation was performed. This is the 4th related complaint for needle clog & the 1st related complaint for dimension npe & does not attach/detach for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues was observed on the returned samples complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10